Manufacturer narrative:
Patient identifier, age/birth date and weight are unavailable from the site. (B)(4) issued. Spring arm cable returned to manufacturer. Investigation of camera spring arm assembly finds the cable passed a continuity test with no opens or shorts detected, however, the cable is damaged at the lemo connector exposing the shield wire. Replacement part shipped (B)(4) 2011. System is fully functional.

Event description:
A physicians assistant reported, during a procedure, that they were experiencing intermittent black status with the system's camera. Following troubleshooting with a medtronic representative, the surgeon completed the surgery with the use of the stealthstation treon guidance system. There was no impact on the patient outcome.